Manufacturer narrative:
Philips service replaced the flexvision pc and hard disk spare part, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that flexvision pc failed to boot; replaced and software reinstalled on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.